Manufacturer narrative:
The insulin pump passed displacement test and self test. During visual inspection, found electronics stack and force sensor moisture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they observed moisture on the lcd of insulin pump. The customer¿s blood glucose level was 9 mmol/l. Troubleshooting was performed for critical pump error. Customer stated they did not hear fluid when shaking the insulin pump. Customer stated they see fluid under the lcd .the insulin pump will be returned for analysis.